Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/14/2025, a sales representative reported via (B)(4) (2) ar-12990 knee scorpions malfunctioned. This occurred during a case the (lot# 14949471) had a needle inside of it, while (lot# 86819c) jaw was completely broken off. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.